Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the hf-resection electrode, loop broke off during an unspecified procedure and was retrieved from the patient without any issues. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event was likely due to wear and tear. During use, the loop at the distal end may wear and can break, burn, or melt. Olympus will continue to monitor field performance for this device.